Event description:
It was reported that medical attention was sought on (B)(6) 2019 at 7am due to the end-user being unresponsive after getting a normal result on his prodigy meter. End-user stated he received a reading of 114mg/dl on his prodigy meter. He stated that his wife called ems when he became disoriented and unresponsive. End-user is unsure of how long the ems took to arrive. Upon arrival the ems tested his blood glucose with their meter and got a result of 40mg/dl. The ems administered glucose IV to the end-user to bring his blood glucose back up. End-user was not transported to the hospital. He stated that he has used his prodigy meter for 2 years and tests his blood glucose 3 times daily. His normal range for that time of day is 90-100mg/dl no additional details were provided.